Event description:
See initial report.

Manufacturer narrative:
The serial read-outs of all the other pumps in use during the procedure were requested in order to confirm the identified most likely root cause (electromagnetic interferences). Analysis revealed that several watch-dog events were stored in all the roller pumps in use. Based on this further analysis, electromagnetic interferences in theoperation theatre were confirmed as root cause of the reported event.

Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). The serial read out of the double roller pump was requested and analyzed. However, the analysis of the read out did not help for the investigation of the reported event thus, livanova requested the device back for a detailed investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 double head pump failed cardioplegia delivery during a procedure. Reportedly, all checks on the machine were conducted by a trainee before starting the procedure with no issues. The patient was cooled to 32°c when the cardioplegia had to be delivered. At that point the perfusionist noticed that only the pump blood (3a) of the double head pump was running while the cardioplegia pump (3b) was not moving. The user tried to set again the pump in delivery mode to make it start and this did not solve the problem. All setting were checked and found to be appropriate. The user also tried to solve the issue by restarting the pump and also this attempt was unsuccessful. Since they could no further proceed with the case, the surgeons decided to exclude the cardioplegia pump from the monitoring function by override function and deliver the cardioplegia manually for few minutes. In the meantime, the trainee noticed that the arterial pump was incorrectly set as master pump for cardioplegia pump head (3b) (instead of blood pump 3a). This setting was corrected and reportedly, it did not solve fully the issue. The blood pump 3a started run without being activated. Moreover, after the blood pump 3a was set as master pump, the cardioplegia pump 3b ran delivering a reportedly incorrect ratio of cardioplegia solution (4:1 instead of 8:1 as set value). The attempt to change cardioplegia ratio from 4:1 to 8:1 was done consequently to a rapid increasing of potassium level. The users tried to restart the master pump 3a to have the 8:1 ratio set and reportedly the only available ratios were 4:1 and the manual one. They choose the manual calculation and delivery for cardioplegia doses. It was reported that despite the experienced issues, no errors were displayed on the pump until a motor control failure error message for pump 3a appeared. Before this error occurred, the pump 3a reportedly rebooted itself three (3) times. The perfusionist was able to control the cardioplegia delivery manually. However, potassium level was growing thus, haemofiltration of which approximately 25l of zbuff ultrafiltration was required. This was expected to be required during the re-warming phase of the procedure and eventually this was required on the cooling stage due to rapidly rising potassium.

Manufacturer narrative:
H.10: the claimed pump was requested back to the manufacturer site for a dedicated investigation. A read-out of the non volatile memory (nvmem) of the pump was performed, revealing that one software error (watchdog) occurred during the date of the event. The watchdog reset can be caused by an hardware failure (a defective computer board) or by an external conditions. In order to exclude an hardware failure, all functions of the pump were tested: the pump worked as expected and within specification. Moreover, the unit was disassembled and all the boards were visually inspected without detecting deviations. Based on all the facts above, it cannot be ruled out that the cause of the reported issue can be related to possibly electromagnetic interferences in the operation theatre. In order to avoid such interferences, it is strongly recommended to check the operating theatre and the ambient of the operating theatre for emissions of high frequency emitting devices and to always have connected the potential equalization cable to earth (paragraph 4.4, cp_IFU_16-xx-xx). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.